Event description:
It was reported that the patients ipg was nonfunctional. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively and was reprogrammed wherein all thr pain areas were covered. The device is not available for return; therefore, a technical product analysis of the device could not be completed. The device was not returned for analysis; therefore, a technical analysis could not be performed.